Event description:
It was reported that during a stent procedure the stent delivery system was not able to cross the intended lesion. The delivery system was retracted and inspection of the device revealed the stent was no longer on the delivery system. The location of the stent is unknown. Attempts to obtain additional information have been unsuccessful.